Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline cable, hw3329, was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed deterioration of the outer sheath with brownish discoloration, wrinkling, and tears, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This type of event would not likely cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient and caregiver stated that they have seen deterioration of the outer urethane coating of the patient's driveline with yellow discoloration for approximately one year. Implanting center had placed a 4 cm length repair of 1 inch silicone rescue tape just proximal to the connector strain relief. A second area of rescue tape was noted to be 12 cm in length and 8cm proximal to the repair near the connector strain relief. These repairs were removed revealing multiple full circumference tears to the outer urethane coating with loose segments of urethane coating showing exposed inner silicone wire conduit. The repair site proximal to the connecter was noted to have no urethane coating remaining and some of the silicone conduit was eroded exposing the intact internal wires to the outside environment.  The clinical specialist performed a modified sheath repair per fs0012 rev 03 to the exposed silicone sheath beginning at the proximal 2cm of the strain relief going back towards the patient/driveline exit site total of 44cm. A double layer of 1/2 inch silicone tape was anchored to the proximal strain relief and then wrapped circumferentially around the driveline for 44cm, then anchored with 2 layers at this point and wrapped backwards towards the strain relief, thus closing any exposed areas on the driveline with 2 layers of silicone. The patient was discharged from the clinic in stable condition. No alarms occurred during the driveline repair. There was no report of a pump stop. Log files and photos are not available.